Event description:
It was reported that the catheter would not pace once it was inserted into the customer. Troubleshooting was performed by changing the monitor and cables and eventually another pacing catheter was inserted. There were no patient complications. It was indicated that when the physicians used the 6f pacing catheter it worked fine.

Manufacturer narrative:
The catheter was discarded. The complaint could not be confirmed without return of the product, nor could a root cause or potential contributing factors be identified. No actions will be taken at this time. A device history record review was completed and documented for both lot numbers that the device met specifications upon distribution. Two possible lot numbers were reported. Expiration date: 59053888: 06/01/2013; 59084454: 06/01/2013. Manufacturing date: 59053888: 06/29/2011; 59084454: 07/07/2011.